Manufacturer narrative:
The allegation in this complaint was confirmed to be a complaint. The ventilator didn`t work as intended due to a communication issue on the mainboard. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. No patient, user or third party harm was reported. The root cause was determined to be disturbed communication with a bus on the mainboard. In consequence the vu esm and the mainboard were replaced. No further action is needed since the issue is deemed as single case.

Event description:
The following was reported to hamilton medical ag: summary: te 246005, 231032 followed by tf 1485001, 1446029, 1746004, 446016, 446029 and ambient.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: te 246005, 231032 followed by tf 1485001, 1446029, 1746004, 446016, 446029 and ambient.

Manufacturer narrative:
The allegation in this complaint was confirmed to be a complaint. The ventilator didn`t work as intended due to a communication issue on the mainboard. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. No patient, user or third party harm was reported. The root cause was determined to be disturbed communication with a bus on the mainboard. In consequence the vu esm and the mainboard were replaced. No further action is needed since the issue is deemed as single case. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: summary: te 246005, 231032 followed by tf 1485001, 1446029, 1746004, 446016, 446029 and ambient.